Event description:
It was reported that on (B)(6) 2021, during an unknown procedure, the wire stuck inside cannulated screwdriver. It was unknown if there was a patient involvement. This complaint involves (2) devices. This report is for (1) cannulated 2.5 hexagonal screwdriver sft. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.